Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by flextronics on (B)(6) 2019 revealed that the device was outside calibration specifications and the control bar was not in the correct position. The needle bearing was damaged and the device operated above motor speed specifications. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the needle bearing and spring seal. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications and the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the product used caused a bad cut : lace skin graft. They did not use another product to complete the surgery, and the patient was under anesthesia during the delay. There was a 0-15 minute delay. No adverse events were reported as a result of this malfunction